Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device did not dispense water when the air-water button was actuated. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) and informed tac of the event. It was instructed to tighten the water bottle lid and check for leaks, and it was found that tubing from the lid of the disposable water bottle was not connected correctly. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.